Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced shortness of breath and chest pain due to the dislodged lead.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged which resulted in the patient experiencing fatigue. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.